Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 11-jan-2016, fse arrived at the site to address the reported event. Fse replaced the tip, sleeve and probe for wash probe #2 and performed alignment. The customer was subsequently able to run controls without issue. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of wash probe #2.

Event description:
On (B)(6) 2016, the customer reported a wash probe failure with their a1a-900 analyzer. The customer stated that wash probe #2 was missing a tip and the internal tubing was split. The customer also reported that they had removed a metal plate from wash probe #1 and it accidentally fell inside the analyzer. On (B)(4) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for e2, fsh, and prog. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.